Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years (calculated from the date of implant to the reported onset of the driveline infection). The pump remained in use supporting the patient at the time of the event. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was recently reported that the patient has had a previously unreported (B)(6) driveline infection since (B)(6) 2013. The patient was on long-term antibiotic therapy with ceftaroline being the last medication prescribed. No additional information was provided.